Event description:
The customer observed falsely reactive architect hiv ag/ab combo results. The customer provided the following data (unit of measure: s/co): sample ID (B)(6): initial result = 1158.83, repeat result = 1161.01, repeat result = 1155.00 . Sample ID (B)(6): initial result 1090.63, repeat result = 1363.36, repeat result = 1362.22 . Sample ID (B)(6): initial result = 33.37, repeat result = 32.13. Sample ID (B)(6): initial result = 12.54, repeat result = 14.65. Sample ID (B)(6): initial result = 1.57, repeat result = 3.41. Sample ID (B)(6): initial result = 1.33, repeat result = 1.24. It was reported that a technical service member identified carry-over from a sample probe. The customer suspects that some of the results might be falsely reactive. The customer confirmed a false reactive for a patient after another specimen was drawn and processed, which resulted 0.09 s/co (non-reactive). There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Service performed extensive troubleshooting to resolve the issue. During that troubleshooting, service replaced, calibrated and cleaned multiple parts. The probe was deemed the likely cause as it showed signs of being clogged and was replaced to resolve the issue. No additional false positive hiv results were reported before or after the issue was identified. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.